Event description:
It was reported that the ilet user experienced elevated blood glucose after a dinner that contained more carbohydrates than usual, and the glucose level was already trending down with pump-delivered correction doses. Troubleshooting and education were provided to continue corrections and allow the pump to bring glucose back into range. Symptoms included hyperglycemia peaking at 343 mg/dl. Outcomes included no injury, no hospitalization, and resolution in progress as glucose decreased. Investigation included user interview and troubleshooting focused on meal announcement and meal size entry. Investigation of this case revealed user-related factors consistent with an incorrect or underestimated meal size announcement leading to transient hyperglycemia, with the device functioning as designed to deliver corrections. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal handling rather than a device malfunction.